Manufacturer narrative:
Graft was implanted on (B)(6) 2017 in the upper arm. On (B)(6) 2017, thrombectomy was performed to check the performance of the graft. Doctor then found that the graft did not incorporate well and began to scar in. So, he replaced the graft on (B)(6) 2017. Also, he discovered a film on the graft indicating a likely infection. Cultures were then taken but not available as of report date. Doctor had told the sales rep. That the infection could be related to patient's health condition rather than the reaction to the graft. We have conducted a lot history review and did not find any issues noted in the manufacturing, packaging and sterilization process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. Hence, we consider this to be an isolated incident. There was no injury to the patient as the result of this incident. Patient has been discharged from the hospital. Although the investigation is ongoing, it is unlikely that the infection experienced by the patient was related to the graft. It is possible that the patient's health condition along with the physician's technique could have contributed to this incident.

Event description:
During routine thrombectomy, surgeon discovered an unknown film over the graft after 12 days of implant. The graft was then removed and replaced with a new graft.